Manufacturer narrative:
Investigation summary: (B)(4) was received reporting that the 20cc syringe packaged in a laminectomy pack ((B)(4)) exploded from the sides while pushing medication. This occurred on three occasions with three packs of the same finished good number. The syringe ((B)(4)) is supplied to deroyal by (B)(4). A supplier corrective action request has been issued to (B)(4) and is due july 7. The investigation is ongoing. This report will be updated when new information becomes available.

Event description:
The 20cc syringe exploded from the sides of the syringe while pushing medication during a laminectomy procedure. This happened three times/three syringes from three different packs in one day.

Manufacturer narrative:
Root cause: the syringe within the convenience kit is supplied to deroyal by (B)(4). Therefore, a supplier corrective action request (scar) was issued to (B)(4). In its response, (B)(4) stated the bulk non-sterile product is shipped in cases of 1,000 units packaged together. There have been reports in the past of the product cracking upon receipt at the customer. The company believes the issue is that the packaging process is making the product weak during shipping. Corrective action: in its scar response, (B)(4) state product now is being packaged in groups of 500 or less and is being placed into smaller quantities in cases. Investigation summary: an internal complaint ((B)(4)) was received reporting that the 20cc syringe packaged in a laminectomy pack ((B)(4), lot number 41331068) exploded from the sides while pushing medication. This occurred on three occasions with three packs of the same finished good number. The syringe ((B)(4)) is supplied to deroyal by (B)(4). A supplier corrective action request was issued to (B)(4) and a response received. Within the response, (B)(4) stated inventory was statistically sampled and no issues were found. The 2014-2016 scar and supplier notification letter (snl) logs were reviewed for similar complaints. It was confirmed that similar complaints have been received for cracked syringes. The work order for the finished good ((B)(4)) was reviewed for discrepancies that may have contributed to the reported issue. No discrepancies were identified. Deroyal will continue to monitor post market feedback for trends and will recognize if the reported issue reoccurs after the implemented actions. Preventive action: a preventive action has not been taken. The investigation is complete. If new and critical information is received, this report will be updated.

Event description:
A 20cc syringe exploded from the sides of the syringe while pushing medication during a laminectomy procedure. This happened three times/three syringes from three different packs in one day.